Event description:
It was reported while in use, the v60 unit displayed a low o2 supply pressure alarm. The unit kept operating when the alarm occurred. There was neither delay in therapy nor medical intervention reported due to the event above. No patient information was disclosed.